Manufacturer narrative:
Electronic files containing digital echocardiography runs were received for review. Imaging of the deployment of the gore cardioform septal occluder was not provided. In the imaging provided the device appears to have the right and left discs on the appropriate sides of the atrial septum, does not have a residual shunt and appears to be in a good position. There does appear to be excessive fluid in the pericardium that is consistent with a pericardial effusion. Without the imaging of device deployment, the cause of the pericardial effusion cannot be ascertained.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. (B)(4).

Event description:
It was reported the physician selected a 30mm gore cardioform septal occluder to close a patent foramen ovale and an atrial septal defect. The defects were not balloon sized. The physician chose to deploy the device in the patent foramen ovale. During deployment it was noted the left disc was not forming correctly, and it was suspected the disc was in still inside the patent foramen ovale tunnel. The physician retracted the delivery system without reloading the partially deployed left disc. The physician then attempted to access the defect again with the left disc exposed. The delivery system was then removed. Intracardiac echocardiography noted a pericardial effusion and the patient experienced atrial fibrillation. The patient was administered a cardizem drip and 5mg protamine. The same device was flushed, advanced across the septum with a wire, and implanted without complication. Pericardiocentesis was not required. Following the procedure cardioversion was performed to treat the atrial fibrillation. The patient is in stable condition.